Manufacturer narrative:
Explant due to aortic insufficiency was reported. The investigation found that leaflets 1 and 3 were torn. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the tear could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient underwent an explant of their 23mm trifecta¿ gt valve due to aortic insufficiency on (B)(6), 2021. During procedure, upon explant. A tear on the non-coronary and right coronary cusp was observed. The patients status is reported to be stable. No additional information has been provided.